Manufacturer narrative:
H4: the device was manufactured from march 23, 2021 - march 24, 2021. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed a particle, measuring 0.94 mm. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc) via fourier-transform infrared spectroscopy. Pvc is a raw material of the tubing line. The reported condition of particulate matter was verified on the returned sample. The cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of plastic was observed floating in the tubing of a large volume infusor. This was observed prior to use. There was no patient involvement. No additional information is available.